Manufacturer narrative:
Post market vigilance (pmv) received two clip appliers opened by the account without packaging. The visual inspection of the returned products noted the instruments were partially applied with nine remaining clips each. A small amount of lubricant was observed on both distal jaw cams, the amount was not deemed excessive. Pmv performed functional testing; the instrument was applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Based on the evidence available the reported condition was confirmed. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic fowler- stephens orchiopexy. The device was being used during the clipping of the vessels and some sliver or metal fragments were expelled from the mouth of the instrument. The fragments were not retrieved. A new instrument was opened to complete the case. The patient is alive and has no injury. No additional information given.